Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier.the device could not be provided for evaluation. The purchase on the l5 screws were reported to have been affected but this could not be observed clearly in the images provided due to the compression fracture. The purchase on the screw could have been affected by one or more of these reported conditions: osteoporotic bone, compression fracture, or the resulting spacer subsidence. However, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported during a revision due to patient compression fracture that creo threaded screws were found loose with subsequent rise spacer migration. This event occurred in japan.